Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Customer reported low pressure alarm on a compressor mini. A service engineer verified the issue and replaced the tubing but not returned for further investigation. The device returned to normal working condition. The compressor exhaust tubing¿s must be replaced by each 10.000 hours preventive maintenance (pm). These tubing¿s are subjected to wear and tear over time and needs to be regularly replaced. It¿s unknown when pm previously had been performed, or if performed at all, the reported compressor unit was installed at the hospital in (B)(6) 2013. Leaking compressor tubing may lead to poor air supply. In the event of a major leak, the compressor will not be able to supply the ventilator with sufficient air pressure. Alarms from the connected ventilator and the compressor will then be generated to alert the operator. If the compressor is used as a back-up air supply it may fail to deliver air when needed. The ventilator will switch to pure oxygen delivery if the air supply fails and alarms for high oxygen concentration will be generated. If no oxygen is connected to the ventilator, ventilation will stop. Alarms will be generated. The most probable root cause for this malfunction is that the reported unit was not maintained correctly, causing the tubing to wear out.